Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported the pump "has been dormant for the past 5 years. The patient takes pills instead because the doctor said the pump was no good and to just take pills".the pump does not have medication in it and the patient does not follow up with a doctor for the pump.